Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. The desktop charger (dtc) (serial #(B)(4)) was returned and analysis found the dtc to have broken connector pins and the cable assembly was replaced. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain and spinal pain. It was reported there was a loose connector pin. This was not an out of box failure. The patient noticed his implantable neurostimulator (ins) had no charge on (B)(6) 2016 and the implantable neurostimulator recharger (insr) did not have a charge to charge his ins. The patient plugged the insr in on (B)(6) 2016 and noticed the insr did not get charged up and the connector pin looked loose. No patient symptoms were reported regarding this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.